Event description:
The customer reports receiving a "hi" reading compared to a lab reading of 28 mg/dl. The customer exhibited symptoms of hypoglycemia including loss of consciousness, cold sweats, and rambling speech. Paramedics were called and the customer was treated with a shot of d 50 (glucose). The customer was then hospitalized for severe hypoglycemia.